Event description:
It was reported that the wake button was delayed in responding to touch and that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the wake button issue was confirmed and failure was identified; however, the battery not holding charge was not confirmed and damaged pins was identified.